Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. On what tissue type was the device used? At what location on the tissue? Device was used on stomach tissue, near antrum part of the stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st , 2nd & 3rd firing with new echelon gun. What color cartridge was being used? Green in all the firings. What other color cartridges were used before and after this event? That was first firing in the procedure of sleeve gastrectomy. After that another green cartridge was loaded and again misfired in 2nd firing. Procedure was completed with another echelon gun & after 3 misfiring with green reload surgeon has used green, gold & blue cartridges with another echelon gun and completed the procedure. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? In the sequence of 3 stroke firing, first stroke was completed successfully wit out much pressure, while doing 2nd stroke firing the event has happened in all misfire. In first two misfire firing trigger became free after the 1st stroke and didn't allowed surgeon to complete the 3 stroke firing sequence. Then surgeon used manual release lever and opened the gun. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? As firing (all 3 strokes) could not be completed. Surgeon used manual release lever to open the gun. Was there any difficulty removing the device from the tissue? No, surgeon used manual release lever to open the gun. Is there any other additional information you would like to share about this device or procedure? When surgeon attempted to use the same gun for the third firing with a new green cartridge, he completed the first stroke without much pressure, but in the 2nd stroke firing he felt pressure and could not complete the firing. Then he opened the gun with the manual release lever, the gun was removed from the tissue and while inspection he found that tissue got cut without stapling.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the stapler misfired three times. The gun didn't fire after the first stroke in the three stroke firing system for three times. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closing trigger, indicator disk. The analysis results found that one device was returned with the indicator disk broken and without a reload present. After further analysis it was noted that the device clamping mechanism was damage. Due to the conditions of the returned device, no functional testing could be performed to evaluate the incident reported. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). Event could not be confirmed as no damage was noted on the firing mechanism components and no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.